Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of exactamix 3000 ml eva tpn bags were leaking near the port. The reporter stated that the leaks were from a seam that did not appear to be sealed. The bags had been filled with a total parenteral nutrition (tpn) order containing sulfite-free (amino acid) injection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection observed a leak at the spike port tubing cap. Functional testing was performed by filling the bag with water and a leak was identified at the spike port on the side of the spike port tubing cap area where the bag in the top right weld area was not sealed through. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.